Event description:
It was reported that a right ventricular (rv) lead warning was activated due to low impedance. It was further reported that a fracture was visualized on the rv lead. The polarity switch settings were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).